Event description:
The complainant stated that the head of the bed cannot be raised.

Manufacturer narrative:
The tech isolated the issue to the head up valve solenoid. He replaced the valve solenoid to repair the bed.